Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed glucose (glu) results were obtained on multiple patient samples on a dimension vista 500 instrument. Calibration and quality control (qc) were acceptable on the day of the event. Siemens remotely assisted the customer and performed sample 1 (s1) align test, service method test (smt) and noticed that the s1 bottom of cuvette alignment was out. A siemens customer services engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced sample probe1, mixer, aliquotter probe and drain, reset the counters for aliquotter probe drain and sample probe mixer, auto aligned aliquotter sample probe1 and reagent shuttle2, ran mixer diagnostic test for sample probe 1 and quick check, reset result monitor, loaded fresh flex, calibration and qc. Later, the cse ran qc and precision, which recovered acceptably. Siemens evaluated the event and determined that the malfunctioned probes, drains and mixers potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed glucose (glu) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results matched the patient¿s clinical history. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed glucose (glu) results.